Manufacturer narrative:
Additional information : describe event or problem.

Event description:
It was reported that an 8110 syr was affected by plastics recall and failed plunger force test. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr was affected by plastics recall. There was no reported patient involvement.

Manufacturer narrative:
Correction : device available for eval? Device return to manuf ? Device eval by manufacturer? Additional information : returned to manufacturer on,imdrf annex a,b,c,d and g grids. Omit : a25 no apparent adverse event (3189), g07001 part/component/sub assembly term not applicable, b17 device not returned,c20 no findings available,d15 cause not established.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by plastics recall. There was no reported patient involvement.